Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had low readings 92-95%.the customer stated multiple sensor was tried. There was no patient harm associated with this event.